Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error code e333 was caused by the failure of the touch panel unit. The cause of the defective touch panel not could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a e333 touch panel error was confirmed, the touch panel unit failed. The following additional findings were also noted: body interior dust attachment, video jacket receiving internal attachment, and front panel dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, just prior to the start of a therapeutic operation, but following the administration of anesthesia, their visera elite ii video system center displayed a touch panel error e333 and was rendered unusable. The procedure was completed using a similar device. While the issue did cause a small delay. The customer reported, that it had almost no impact on the operation. There were no reports of patient or user harm associated with this event.